Manufacturer narrative:
Updated fields: b4, d1, d4 model, catalog, UDI, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: g1 contact person mfg site. The issue occurred while replacing the safety disk. Getinge field service engineer fse reported power cannot be turned on after replacing the safety disk and tidal disk. Fse replaced the power management board and solenoid control board and confirmed that they were working normally.

Event description:
It was reported that when replacing the safety disk and tidal disk, the cardiosave intra-aortic balloon pump (iabp) unit power cannot be started. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.